Manufacturer narrative:
The investigation into the reported delivery issue -use has been completed since the original report was filed. The pump was not returned for investigation. The pump was then used on the console ic4713 and the data logs also show a consistent placement signal low alarm from the beginning of the case. None of the optical 5s parameters were affected during the case run. According to clinical records, the doctor disabled the placement signal after continuously observing a low placement signal alarm despite the pump being in a good position. The cause of the optical signal issue was not determined since product was not returned and sufficient clinical information was not provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 80-year-old male undergoing coronary artery bypass grafting was implanted with an impella 5.5 device for mechanical circulatory support. During support, the impella was alarming ¿placement signal low¿ throughout the night. Echo was done and the 5.5 was in good position. Placement signal was disabled overnight. It is suspected optical sensor may have been damaged during placement of the device.